Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. It was also noted that there was the battery cap was not able to tighten securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings: a review of the pump¿s black box showed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked along the side from the threads to the case seal; the battery compartment threads were found to be missing and worn. The returned battery cap unable to securely attached to pump; the cap threads were damaged/missing and torn. During testing, the pump was exercised for 24 hours using a test battery cap with no intermittent power or reboots occurring. The pump case was removed and no damage or moisture ingress was observed to the power circuit. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. (B)(4).